Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
Ous MDR - after a recent procedure for an eri device, noise was noted for this lead and this lead was then removed. After this procedure the patient had a pocket infection that led to a complete extraction of the system in an other hospital. The physician noted that the noise was present also with the new OEM lead, so he believes this is an issue with the new ICD and not of this lead.